Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed the volume test (21.5, 21.44, 21.61). No adverse effects reported.

Manufacturer narrative:
Additional information received and attached from customer via email dated 06-oct-2021: the event occurred during bench test at the testing facility. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications the pumps expulsor was trimmed in order to bring the delivery into more nominal of a range. The uso (upstream occlusion sensor) seal will be replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.